Event description:
A nurse reported that an intraocular lens (iol) was noted to be damaged during implantation. The pt developed a torn capsular bag. The association between this event and the iol is not known. Add'l info has been requested.